Event description:
The distal IV tubing inadvertently became lodged in the closed door of an infusion pump (i.e., the nurse setting up the pump closed the door on the tubing as well as the cassette) and the pump then ran freely (free flow) without any indication of a problem - the pump thought it was delivering the set rate rather than being in free flow. The situation was rapidly identified and no harm resulted. No other info is available. Although this involved an alaris pump, based on rptr's knowledge of the general operation of many of the current pumps, rptr suspects the risk is not isolated to this MFR. Some testing of susceptibility of various pumps may be probably worthwhile since positioning, size and compliance of the interceding foreign body makes a difference in the result.